Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: examination of the complaint device revealed stent damage. There were two flared struts in the third proximal row and a slightly lifted strut in the fourth proximal row. The stent was centered between the markerbands and the balloon was tightly folded. There was dried blood between the balloon folds and contrast in the balloon and inflation lumen. The mouth of the distal tip was damaged. A scratch extended the full length of the tip, aligned with the damage at the mouth of the tip. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left circumflex (cx). A pt2 guidewire was advanced to the lesion and a 2.5x20mm apex balloon catheter was used to predilate the lesion. The lesion was also predilated with a 2.5x20mm nc quantum balloon. Next, a 2.25x32mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. Upon withdrawal, there was resistance felt and it was noted that the stent struts were lifted. The procedure was completed with a promus device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The target lesion was located in the left circumflex (cx). A pt2 guidewire was advanced to the lesion and a 2.5x20mm apex balloon catheter was used to predilate the lesion. The lesion was also predilated with a 2.5x20mm nc quantum balloon. Next, a 2.25x32mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. Upon withdrawal, there was resistance felt and it was noted that the stent struts were lifted. The procedure was completed with a promus device. No patient complications were reported and the patient's status is ok.